Event description:
It was reported that oversensing, short v-v intervals were observed via remote transmission. Patient presented for lead extraction and externalized conductors were noted proximal to the rv coil. The patient was stable after the surgical procedure.

Manufacturer narrative:
External insulation abrasion was noted at 7.4-9.0cm from the lead tip. The etfe coating was intact at this location.